Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 561 mg/dl at the time of incident and the current blood glucose level was unknown. Customer experienced no symptoms for high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not on at the time of high glucose event. The insulin pump will not be returned for analysis.